Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room due to diabetic ketoacidosis on unknown date. Customer's blood glucose level was under 200 mg/dl. Customer stated that the insulin pump stopped working. The insulin pump will not be returned for analysis.